Event description:
It was reported by the customer that a bd pyxis¿ es server orders were not flowing to any pyxis station. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the orders did not reach any of the pyxis stations. The technical support specialist dialed into server, opened services, and confirmed that all were up and running. Logged into server and found that not all stations were on critical override. A query was run to identify the reason, revealing that all stations had been manually placed on critical override. A downtime query showed no disconnected flags and current messages. Spoke with care coordination engine and requested a query: select top 100 from ext. Received message order by sequence number descending, which confirmed that the message time was current, indicating no issue on care coordination engine. Logged into health sight viewer and confirmed the station was still on critical override. Called customer to inform of the findings, then contacted customer and said someone with access would need to remove the stations from critical override. An email was sent to customer with the findings and a request to verify if the stations were off critical override. The customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist trouble shot the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server orders were not flowing to any pyxis station. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.